Event description:
While inserting a foley catheter from the kit prior to a surgical procedure, urine was observed dripping from the catheter. Upon further inspection, I noted that there were at least three small holes or tears in the catheter. Catheter was immediately removed and a new one inserted. Ref #: a3033136a.